Manufacturer narrative:
B3: the event occurred on an unreported date at the end of oct2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. Th cause of peritonitis was not reported. The patient was hospitalized and treated with an unspecified medication (intraperitoneal) and roxadustat for the event. The patient was discharged 11 days after admission and was recovered from the event. Action taken with pd therapy was not reported. The reporter declined to provide additional information.